Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Tandem technical support instructed customer on how to reset the pump. In addition, it was reported that the pump reset unexpectedly. The customer's blood glucose level was 162 mg/dl. Customer continued to use the pump for insulin therapy.